Manufacturer narrative:
(B)(4).

Event description:
The product was returned and evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A receiver functional test was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver alerting at incorrect values occurred. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.